Event description:
As reported (B)(6) 2012, a patient of unknown gender and age presented for an endovenous laser treatment. It was reported that during preparation for the procedure, the fiber fractured when being removed from the sterile packaging. The fiber was put aside and replaced with a new of the same device. There was no reported harm or injury to the patient due to this event as the failed device never came into contact with the patient. The reported failed device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
A review of the lot history records was performed for the reported packaging and component lots for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).